Manufacturer narrative:
(B)(4).

Event description:
During an afib ¿ paroxysmal procedure, it was reported the stockert generator power display quickly decreases to 0 watts intermittently while ablating at 35 watts while in use with thermocool catheter. The power decrease did not reflect on the ep recording system tracings. The generator was replaced and the issue was resolved. Additional information received stated while ablating with a thermocool sf catheter, the power would intermittently vary from zero to 35 watts. Each time it did this, it would start over and the tip of the ablation catheter on carto would change from red (ablating) to grey (not ablating). The procedure was completed without any patient consequences.

Manufacturer narrative:
(B)(4). During an afib ¿ paroxysmal procedure, it was reported the stockert generator power display quickly decreases to 0 watts intermittently while ablating at 35 watts while in use with thermocool catheter. The power decrease did not reflect on the ep recording system tracings. The generator was replaced and the issue was resolved. Additional information received stated while ablating with a thermocool sf catheter, the power would intermittently vary from zero to 35 watts. Each time it did this, it would start over and the tip of the ablation catheter on carto would change from red (ablating) to grey (not ablating). The procedure was completed without any patient consequences. After following the customer, it was notified that the service was declined by the customer. No further evaluation was performed. Customer¿s complaint was not confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.